Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: air found in line halfway down tubing. Below the pump. Additional information received from the customer: please share the material & lot number associated with reported issue? Na was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? Na.